Event description:
A customer reported experiencing a cartridge alarm 20 issue with their pump, but the problem did not cause their blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and sent a replacement with updated software. Customer continued to use pump for insulin therapy.